Manufacturer narrative:
Per the clinic, the patient was treated with oral antibiotics (specific date and duration not reported) for the wound dehiscence, exposed device and intermittent drainage from the implant site causing concerns for an infection. During the device explantation surgery on (B)(6) 2025, the surgeon also surgically removed condemned-appearing granulation tissue that was surrounding the receiver-coil/transducer and the wound was thoroughly irrigated. The patient was reimplanted with a new device on (B)(6) 2025.

Manufacturer narrative:
Per the surgeon, the infection was confirmed near the implant site and the patient was treated with topical antibiotic ointment (specific date and duration not reported). Updated device analysis report attached.

Manufacturer narrative:
Device analysis report attached.

Event description:
Per the clinic, the patient experienced a delayed wound dehiscence of post-auricular wound on the implanted side following an exposure of underlying implanted device. Subsequently, the device was explanted on (B)(6) 2025. There are plans to reimplant the patient with a new device; however, this has not occurred as of the date of this report.